Event description:
The pt was implanted with a left ventricular assist device. An echo was performed on (B)(6) 2012. Pt was readmitted on (B)(6) 2012, because his ldh was elevated and the center suspected pump thrombus.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.